Manufacturer narrative:
The most probable root causes associated with this failure mode are disconnected, faulty or damaged components or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time product has not yet been returned for this complaint. An extended investigation has been performed for the reported complaint. Dhrs for the libre reader were reviewed and kit pack DHR was reviewed for verification of correct cable and adapter. The dhrs showed the libre reader passed all tests prior to release and the correct cable and adapter was a part of the kit pack. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reports their adc device is too hot to hold after charging. No further details are available at this time. It is unknown if the customer's device was too hot to hold during use or while charging. There was no report of fire, smoke, explosion, or shock. Customer reports using the cable and adapter supplied by adc for use with the libre device. There was no report of death, serious injury, or mistreatment associated with this event. Issues involving thermal events occurring with adc freestyle libre and libre 2 readers is associated with report of corrections and removal number 2954323-02/09/23-001-c, submitted to the FDA on 09-feb-23. Adc field action fa1005-2023 was issued to the us 09feb23.

Event description:
Customer reports their adc device is too hot to hold after charging. No further details are available at this time. It is unknown if the customer's device was too hot to hold during use or while charging. There was no report of fire, smoke, explosion, or shock. Customer reports using the cable and adapter supplied by adc for use with the libre device. There was no report of death, serious injury, or mistreatment associated with this event. Issues involving thermal events occurring with adc freestyle libre and libre 2 readers is associated with report of corrections and removal number 2954323-02/09/23-001-c, submitted to the FDA on 09-feb-23. Adc field action fa1005-2023 was issued to the us 09feb23.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and no damage or evidence of fire was observed. The reader does not turn on with button press but turns on with strip insertion. Usb (universal serial bus) charger and usb cable were returned with the reader. No evidence of too hot to hold was observed. Built-in reader test was unable to be performed. Visually inspected the usb/charging cable and no issues were observed. No opens or shorts were observed. Usb/charging cable passed testing. Visual inspection was performed on the power adapter and no issues were observed. Used load tester to test returned power adapter and result was within the specification range. Power adapter passed the testing. The returned reader was further investigated and de-cased. Visual inspection has been performed on the de-cased reader's pcba (printed circuit board assembly) and no evidence of fire was observed. The returned battery voltage was measured and the result was not within the specification range. Reader was also monitored under thermal camera during operation and temperature was observed to be within specification. Power consumption test was unable to be performed. There was no evidence observed that would cause the reader to become too hot to hold. An extended investigation was performed. A review of the case history was performed. The returned reader was unable to be turned on. A visual inspection of the reader was performed using a digital microscope. No anomalies were observed on the returned reader, returned usb cable, or returned adapter. Data review was not required and glucose data readings would not give any indication of smoke, explosion, or fire occurring. The returned reader was brought to the bench to perform functional testing. The returned battery was measured to be not within the specification. The returned battery was observed to charge normally and no abnormalities were observed on the returned battery. The returned reader was observed to power on with a battery within the required specification. Off current was measured to be within the specification range. A cable tester was used to test the returned usb cable. No opens were observed. Load tester was used to perform a test on the returned power adapter. The voltage was observed to be within the specified range. A built-in self-test was conducted using the reader's software and the test passed. The current consumption test was within specification, the reader functioned as intended, and no evidence of smoke, fire or shock was observed during the investigation. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.